Event description:
The customer contact reported the device alarmed with a s205 (backup battery failure) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s205 malfunction alarm code. No additional info was provided.

Manufacturer narrative:
Initial testing was performed by a field service engineer at the user facility. Further testing at the service center found the device powered up with a s205 malfunction alarm code. This was found to be due to a reversed component on the power supply controller printed circuit board and the coin cell battery. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.